Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a drawer failure occurred. Drawer 1.5 was affected. The customer attempted to perform storage space recovery; however, the drawer continued to fail. The station was rebooted; however, the issue persisted, and the drawer could not be recovered. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.